Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 15mm x 3.25mm nc quantum apex balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter and a stopcock. The balloon was loosely folded with fluid in the balloon and lumen. Functional testing was done by attaching the device to an inflation device, filled with water, and applying pressure to bring the balloon to rated burst pressure (rbp). The balloon held pressure and did not leak any fluid for 5 minutes. Inspection of the remainder of the device revealed a kink in the hypotube 14.5 cm form the strain relief. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device is within specification. No indication the device was inflated over rbp. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 15mm x 3.25mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.